Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, lv lead could not be attached to the header of the device. Device was not used. Patient's condition was stable.

Manufacturer narrative:
The reported field event of an inability to secure the lv lead to the device header was not confirmed in the laboratory. The device was tested on the bench with a laboratory set screw and a torque driver was able to normally secure a lead in the lv lead bore. The cause of the reported anomaly could not be determined.